Event description:
Dr. (B)(6) reported that a patient using a comfort 3d upper arch experienced a material reaction. No additional information has been provided at this time.

Manufacturer narrative:
The device has not been returned for evaluation. Should the device be returned an investigation will be completed and a supplemental report will be submitted. Manufacturer reference #: comp-(B)(4).